Manufacturer narrative:
As reported, a 3dmax mid mesh was noted to be cracked (tear). Based on the review of photo provided, there was a small tear in the sealed edge of the mesh. The subject device is being returned for evaluation. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september 2023. Addendum: this supplemental MDR is submitted to document the results of sample evaluation. Evaluation of the returned sample finds that there are two small cracks in the edge seal of the mesh and the condition of the mesh is consistent with that of a mesh that had been rolled or folded and attempted to be implanted. No manufacturing anomalies were found. Based on sample evaluation the root cause is the edge seal was inadvertently damaged/torn during attempted use. The instructions-for-use supplied with the device, states "it is recommended to use 8 mm or larger internal diameter trocar to introduce 3dmax mid anatomical mesh.¿ updated fields: a3, b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a da vinci inguinal hernia repair, while opening the 3dmax mid right mesh it was noted that the bottom portion of the mesh was cracked. It was reported that the surgeon did not use the mesh. There was no patient injury.

Manufacturer narrative:
As reported, a 3dmax mid mesh was noted to be cracked (tear). Based on the review of photo provided, there was a small tear in the sealed edge of the mesh. The subject device is being returned for evaluation. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1098 units released for distribution in september 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a da vinci inguinal hernia repair, while opening the 3dmax mid right mesh it was noted that the bottom portion of the mesh was cracked. It was reported that the surgeon did not use the mesh. There was no patient injury.